Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) zxt300 was implanted on (B)(6) 2017 into the right eye of a male patient. On (B)(6) 2018 the patient reported severe starbursts that prevented him to drive at night. The iol was explanted on (B)(6) 2018 and a non-johnson & johnson lens was implanted as a replacement. No incision enlargement, no vitrectomy was performed and no patient injury occurred. Reportedly, following the iol exchange, the starbursts were resolved and the patient was able to drive at night. No further information was provided.